Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse replaced the lcd assembly then completed the pm with full calibration, functional and safety checks to meet factory specifications. The iabp unit passed all calibration, functional and safety test per factory specifications and was released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the bottom right corner of the main lcd by the helium tank gauge was observed to have a missing lcd segment. Physical exterior damage was noted. There was no patient involvement, and no adverse event reported.